Manufacturer narrative:
The field complaint of device being in backup mode was confirmed. Device was received in backup mode with battery voltage above elective replacement indicator. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies. The backup mode was triggered by a checksum error resulting from code corruption due to an unknown cause. Despite extensive testing the backup condition could not be reproduced and the cause of code corruption could not be determined.

Event description:
New information received notes that the patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi. A download was not performed due to a low battery status. Device was explanted and replaced.